Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had trans- aortic valve replacement procedure. The procedure had gone deep and it was noted that rv lead exhibited high pacing thresholds. The physician decided to remove the lead and new lead was replaced successfully. The physician suspected that there was micro perforation. The hospital will send the lead back to the laboratory. No additional adverse patient effects were reported.